Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was unknown. It was reported the patient was hospitalized due to abdominal pain. On an unknown date, the patient was treated with injection of vancomycin (1 gram every 5th day, ongoing) and injection of ceftazidime (1 gram per day, ongoing) for the event. The patient was recovering from the peritonitis event and pd therapy was ongoing. No additional information is available.